Event description:
Patient was revised to address pain. Metal debris was present in the site. (Left hip).

Manufacturer narrative:
This information is restating the information given on medwatch (B)(4) with the MFR report # 1818910-2012-10056. Please disregard the information given on the initial medwatch (B)(4) with the MFR report # 1818910-2012-10057.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.